Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh revision/removal in (B)(6) 2010.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that the patient experienced erosion, physical pain, and additional impairments and will require additional medical treatments.

Manufacturer narrative:
The patient underwent mesh removal surgery in (B)(6) 2010 due to mesh erosion. She had a small bowel resection in (B)(6) and (B)(6) 2011. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-00771. The same patient is represented in each medwatch.